Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2938836-2019-13334. Related manufacturer reference number: 2938836-2019-13335. It was reported that the patient presented to the hospital with infected pocket. The physician decision was to remove device and leads. Patient will not have a new device implanted. All products were removed without incident. Patient was stable before, during, and post procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.